Event description:
Reference medwatch mw5037767.

Manufacturer narrative:
The doctor present at the time of the reported event prevented the patient from falling off the table and subsequently hurt his back. The user facility did not disclose whether the doctor sought or received medical treatment. No procedural delays or cancellations were reported. The table was leveled and the procedure was completed successfully. The user facility stated that at the time of the reported event the hand control was on the surgical table by the patient's head. Hospital personnel stated that no one was leaning against the table during the time of the reported event nor did they hear the table's motor running which would indicate a powered movement. Steris was not contacted for the reported event on (B)(6) 2014. A service request was placed on august 11, 2014 for a steris service technician to inspect the table as user facility personnel stated the table was tilting by itself. The technician inspected the table at this time and found it to be operating properly. No issues were noted and the table was tested and returned to service. Steris performed service on the table subject of the reported event on (B)(6) 2014 and found the table to be operating to specification. The table was returned to service and no additional issues have been reported. The table was manufactured in 2010 and is serviced and maintained by the user facility. Steris will offer in-service training on the proper use and operation of the table. (B)(4).